Event description:
Consumer reports high readings with their bd logic when comparing to a competitive meter and the way patient feels. Analysis run on clark error grid using competitive reading (180) as a ref. Point vs. Bd readings (550) yielded data points in the c zone of the grid - outside acceptable limits.